Event description:
Trauma had caused a large seromuscular tear on the antimesenteric wall of the entire sigmoid colon. After repairing the transection, the surgeon was using the intraluminal stapler (ils) for final anastomosis. The surgeon notes: "the proximal staple line of the colon was brought down to the rectal stump and found to have adequate length for a tension-free anastomosis." The surgeon then positioned, prepped, and draped patient, and then continued: "a digital rectal exam and rigid sigmoidoscopy were performed to evaluate the rectal stump for any injuries. After verifying that there was none, lubricated sizers were introduced through the rectum. It was found that the patient's rectum and rectal stump were able to accommodate a size 36, so the appropriate size eea stapler was chosen. The proximal staple line was resected using scissors, and the anvil of the eea stapler was introduced into the colon and secured with purse-string sutures. The eea stapler was then lubricated and introduced through the rectum and up the rectal staple line. It was opened, and the proximal colon was brought down to the pelvis, and the anvil was attached to the eea stapler. The stapler was closed and deployed. However, the stapler was found to have misfired, cutting the colon circumferentially, but not fully clinching down on the staples. At this point, the stapler was removed from the rectum, and the staples were retrieved from the pelvis. I decided to perform a handsewn end-to-end colorectal anastomosis." The rn that reported this incident noted that the eea was fired, but rather than staple the bowel together, it fired without latching onto bowel and caused a hole in the bowel. Another staff member described the event as the ils fired incompletely.